Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence, that a cartridge alarm occurred during insulin delivery and that ongoing intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarms issues were verified, but the occlusion issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.